Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low 52 mg/dl blood glucose (bg). The user was back up to 102 mg/dl bg. This was corrected with an unannounced lunch. The user received assistance on a supply change as well. The user was out of range for more than 90 minutes but did not require any further outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.